Event description:
It was reported that upon interrogation of the pulse generator, an invalid serial number was displayed. The programmer was rebooted, the issue still existed. Sensing and thresholds could be normally measured; the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.